Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller liked the purewick system but developed a urinary tract infection. The physician stated that if the device was causing the infection, it would need to be discontinued. The caller really does not want to stop using the device and inquired about the possibility of returning it. It was unknown what medical intervention was provided for urinary tract infection. Verbal response notes: advised caller of what the purewick nurse line discussed; clean purewick every 8 to 12 hours, wiping front to back, clean and dry area. Advised caller that bd would not go against their doctor's suggestion or orders. Although they were aware of the pad product, they would need to evaluate with their doctor if this would be a suitable option for their situation. As far as returns go, suggested they start at the source of purchase to confirm warranty and return parameters.